Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 1, 2025, was chosen as the best estimate based on the bsc aware date of june 27, 2025. Block b5 has been updated with the additional information received on july 24, 2025. Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pancreas for drainage of a 7x7 cm pancreatic fluid collection during an endosonographic axios implantation procedure performed on an unknown date. During the procedure, the device was not able to cut despite proper connection to the power cable and correct patient electrode placement. Troubleshooting steps included replacing the power cable and switching to an alternative erbe generator; however, the problem persisted. Although partial electrocautery function was observed through tissue blanching, the stent did not activate as intended. The active cord was verified to be intact, securely connected, and reused with consistent generator settings (effect 5, 100w). The procedure was successfully completed using a second device of the same model. There were no patient complications reported as a result of this event. ***additional information received on july 24, 2025*** the stent was intended to be placed transgastric to the pancreas.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pancreas for drainage of a 7x7 cm pancreatic fluid collection during an endosonogarphic axios implantation procedure performed on an unknown date. During the procedure, the device was not able to cut despite proper connection to the power cable and correct patient electrode placement. Troubleshooting steps included replacing the power cable and switching to an alternative erbe generator. However, the problem persisted. Although partial electrocautery function was observed through tissue blanching, the stent did not activate as intended. The active cord was verified to be intact, securely connected, and reused with consistent generator settings (effect 5, 100w). The procedure was successfully completed using a second device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: the exact event onset date is unknown. The provided event date of june 1, 2025, was chosen as the best estimate based on the bsc aware date of june 27, 2025. E1: initial reporter phone: (B)(6). H6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pancreas for drainage of a 7x7 cm pancreatic fluid collection during an endosonographic hot axios implantation procedure performed on an unknown date. During the procedure, the device was not able to cut despite proper connection to the power cable and correct patient electrode placement. Troubleshooting steps included replacing the power cable and switching to an alternative erbe generator; however, the problem persisted. Although partial electrocautery function was observed through tissue blanching, the stent did not activate as intended. The active cord was verified to be intact, securely connected, and reused with consistent generator settings (effect 5, 100w). The procedure was successfully completed using a second device of the same model. There were no patient complications reported as a result of this event. ***additional information received on july 24, 2025*** the stent was intended to be placed transgastric to the pancreas.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 1, 2025, was chosen as the best estimate based on the bsc aware date of june 27, 2025. Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. However, due to patient consent has not been received, this product has been archived without analysis. Product analysis did not confirm the reported event of cautery delivers energy intermittently. Although the device was returned however product analysis could not be performed as patient consent was not received. Additionally, there is not enough evidence to determine whether the cautery delivers energy intermittently was due to the physician's device manipulation during the procedure or related to a device malfunction. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 1, 2025, was chosen as the best estimate based on the bsc aware date of june 27, 2025. Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found no damages on the delivery system. An electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and there were no issues noted. The device was also connected to the erbe generator, and bubbles was seen in the saline solution which is evidence that the tip is working properly. Product analysis did not confirm the reported event of cautery delivers energy intermittently. As during the electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. The device was connected to the erbe generator, and bubbles was seen in the saline solution that is evidence that the tip of the nosecone had evidence of cautery. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed, and from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pancreas for drainage of a 7x7 cm pancreatic fluid collection during an endosonographic hot axios implantation procedure performed on an unknown date. During the procedure, the device was not able to cut despite proper connection to the power cable and correct patient electrode placement. Troubleshooting steps included replacing the power cable and switching to an alternative erbe generator; however, the problem persisted. Although partial electrocautery function was observed through tissue blanching, the stent did not activate as intended. The active cord was verified to be intact, securely connected, and reused with consistent generator settings (effect 5, 100w). The procedure was successfully completed using a second device of the same model. There were no patient complications reported as a result of this event. Additional information received on july 24, 2025. The stent was intended to be placed transgastric to the pancreas.